Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges experiencing elevated blood glucose levels requiring hospitalization. Caller reported she could not correct her bolus via meter. Caller stated pump made typical noises when delivering insulin via meter; alleges pump is working fine. Requested return of the alleged device for evaluation.